Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported same-day hospital treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed recurrent hypoglycemia alerts on the reported event date, including low glucose, urgent low glucose, and glucose falling quickly, with insulin delivery requests occurring as expected. It was reported that the user did not perform a rewind prior to cartridge insertion, which can result in unintentional insulin delivery; however, device logs show rewind events occurred during the day. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose reported as low as 39 mg/dl, resulting in hospitalization. The user was treated and discharged the same day. The user recovered and no long-term health effects were reported.